Event description:
Additional information was received: a replacement procedure was performed. This device was removed and replaced. It is unknown whether this device will be returned for analysis.

Manufacturer narrative:
As there has been no return of this product, analysis cannot be performed to determine the root cause of this event. Boston scientific cannot confirm nor deny this reported clinical allegation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, it was observed that this implantable cardioverter defibrillator (ICD) was nearing elective replacement indicators (eri). There was concern that the battery was depleting more rapidly than expected. A replacement procedure is intended, but not scheduled as of this time. No adverse patient effects were reported.

Manufacturer narrative:
When additional information is obtained, or should the device be replaced and returned, analysis will be performed and this event will be updated.

Event description:
Approximately five months later, this device was returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.